Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6) ); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that after a successful spin, the imaging system tried to send the dicom to the navigation system, but the navigation system showed an error: incomplete transfer error: scan did not completely transfer to the navigation system. Please confirm that the network cable is securely connected to both systems and then resend the scan. The site rebooted the system and re-spun to resolve the issue. There was a delay of less than 10 minutes and no reported impact to patient outcome. The probable cause of the even was noted to be a malfunctioning ethernet bulkhead or ethernet cable.